Manufacturer narrative:
The provided log file was analyzed. It was determined that the described problem occurred in the beginning of the respective procedure when the device was used in volume mode. The self-monitoring function detected a communication problem between the cpu board that controls the gas dosage and the user interface. In a situation where ventilator and gas mixer enter a fail state simultaneously the supervisor software routine is designed to switch-off both subsystems. The device went into the so-called "safety mode" and alerted the user to this condition by means of a corresponding alarm. The automatic self test was performed in the morning of the date of event and was passed without deviations. If such deviation would occur during use the user has to set up adequate oxygen and a-gas flows manually to perform manual ventilation with the in-built breathing bag; monitoring functionalities of the device are not affected by this kind of error condition. The procedure how to establish the emergency gas supply is laid down in the IFU. Dräger knows a certain number of similar events - none of these events could be traced back to a clear root cause. The fact that the identical type of board is used in the workstation twice and does not exhibit malfunctions in the second application periphery makes a general design issue rather unlikely. A reasonable explanation would be electrostatic discharge of the user during interaction with the device or any other kind of electromagnetic disturbance that exceeds the immunity barriers of the device. The primus was developed in compliance to the requirements of iec (B)(4).

Event description:
It was reported that the device alarmed during induction for malfunction of ventilator and gas dosage module. No consequences to the patient have been reported.